Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 20/30 ppak copilot indeflator was used for the procedure. When reaching 20 atmospheres, the indeflator was losing pressure due to a possible leak from the stopcock. The procedure was successfully completed with another unspecified device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, it is possible that the stopcock was not properly connected resulting in the reported leak; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.